Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging fatigue from using her remstar pro device. The user states she used this device from january of 2013 until october of 2017. The user states that she received a new device from her distributor in february 2023. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Due to no device information, the possibility of recall z numbers would be one of the following: z-1972-2021, z-1973-2021 or z-1974-2021.